Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did lock in place noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 565 mg/dl. Customer stated that there is sharp casing and the black ring is off the casing, around the reservoir. Customer does not know the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 565 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was offered to troubleshoot for the blood glucose but declined because she knows why she was high.